Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was no longer inflating the cylinders. A surgical procedure was performed, and it was noted that the reservoir had migrated from the retropubic space, resulting in the tubing to twist, kink and close; therefore, the reservoir was removed and replaced. Reservoir migration was believed to be due to a pre-existing hernia; therefore, the new component was implanted on the other side. There were no patient complications reported.

Manufacturer narrative:
Corrected g2: report source. Corrected h8: usage of device. The exact implant date was not available, therefore the date (B)(6) 2022 was used as estimate, as it was reported that device was implanted three years ago.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was no longer inflating the cylinders. A surgical procedure was performed, and it was noted that the reservoir had migrated from the retropubic space, resulting in the tubing to twist, kink and close; therefore, the reservoir was removed and replaced. Reservoir migration was believed to be due to a pre-existing hernia; therefore, the new component was implanted on the other side. There were no patient complications reported.